Event description:
It was reported that the patient's physician turned her device off, due to it malfunctioning. She then experienced pain at her device site. Further information is being requested from the hcp.